Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged replace battery now alert found on (B)(6)2021. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts or power related alarms noted during testing. A review of the history files reveals on (B)(6)2021 there were two (2) off no power (replace battery now) alarms at 18:31 and 18:41, one (1) change battery fault (replace battery) alert at 18:00, and one (1) batt out limit (power loss) alarm at 18:53. On (B)(6)2021 there were two (2) change battery fault (replace battery) alerts at 04:00 and 09:00 and two (2) off no power (replace battery now) alarms at 04:31 and 09:31. No excessive or unusual power/battery related alarms noted in the history files. The power management power data vs real time data shows on (B)(6)2021 at 04:39 battery change the original battery voltage was 1.478 vdc and the new is 1.570 vdc and at the 09:36 battery change the original battery voltage was 1.549 vdc and the new battery voltage is 1.552 vdc; on (B)(6)2021 at the 10:55 battery removal the original battery voltage was 1.480 vdc and at 10:59 the new battery voltage is 1.457 vdc which indicated the voltage is not low enough to trigger a low battery alert. No battery/power error noted during testing or in the downloaded history files. The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Unexpected battery power loss anomaly is not confirmed. No battery/power error noted during testing or in the downloaded history files. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. Customer stated that the insulin delivery had stopped due to low power. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.